Manufacturer narrative:
Additional information. Although requested, the device was not returned for evaluation and additional information regarding the event was not provided. As a lot number for the device was not provided, the associated device history record was not reviewed. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, the root cause of the event could not be conclusively determined.

Event description:
It was reported one day post implantation of an intraocular lens (iol) into the right (od) eye, the patient experienced symptoms that were later diagnosed as tass. An intraocular injection was administered. In the surgeon's opinion, the likely cause of the event was the iol. The patient's outcome is good. Additional information has been requested, but has not been received.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.